Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized with acute renal failure. The patient felt weak and was on the verge of passing out prior to the hospitalization. The patient's blood glucose at the time of incident was 198 mg/dl. The customer also mentioned getting an infection due to the sensor. No troubleshooting occurred, and no products were returned or replaced.